Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while the clinician was placing the catheter, the introducer needle split in the middle. The introducer needle was removed by pulling it from the pt and a modified seldinger technique set was opened for the introducer needle. The catheter was then placed successfully. There were no pt complications reported.